Event description:
A report has been received reporting the lift tipped over on the patient. In speaking with the facility it was learned the incident when asked about the incident occurred as she was being transferred from the bed to the chair. Two cna's were present at the time of the incident. The lift allegedly tipped and the arm (where the sling attaches) allegedly swung causing it to hit her head however did not sustain a cut but was bruised. This consumer generally is transferred twice a day. No medical intervention.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1078987, rev.j(may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The malfunction has not been confirmed. In speaking with this user facility, it was learned the lift has been serviced and maintained per the manual. It was learned that the sling in use was a non invacare sling-a full body sling. There is an invacare scale on the lift. The consumer did not have any contributing medical conditions that would cause them to move in the lift. Other patients of the same size have been transferred without issues with the same lift. The lift has been assessed and it is working as it should. The lift may be returned, sling and scale as advised for an inspection and evaluation. A supplemental report will be submitted if any further information is received.